Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump's touch screen was unresponsive and the wake button was sticking. The customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.